Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited rising thresholds. The ra lead was previously reprogrammed due to the reoccurring issue of undersensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that high thresholds were noted on the right atrial (ra) lead.

Event description:
It was reported that the right atrial (ra) lead appeared to be undersensing. It was also noted that the p-waves were small. The lead remains in use. No patient complications have been reported as a result of this event.